Event description:
It was reported that during a lap cholecystectomy procedure, the jaws would not open and was stuck on the bile duct. Device removed by pulling it off the tissue resulting in a bile leak.

Manufacturer narrative:
Info anticipated, but unavailable at this time.